Event description:
It was reported that the right ventricular (rv) lead had low high-voltage impedance and was oversensing. A fracture was suspected. It was noted that the patient was very tall and thin and is a swimmer and does yoga stretching. The lead was capped and replaced. It was further reported that the device experienced a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  (B)(4).

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There was one patient alert for lead failure predictor on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.